Manufacturer narrative:
The associated journey bcs articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that returned insert and insert post fragment were examined visually and using optical microscopy. No destructive testing was conducted. The articulating surface of the insert is discolored and worn. There is damage on the posterior side. There were no observations of material or manufacturing deviations in the course of this investigation. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that on (B)(6) 2019, while the patient was on rising from sitting position felt a clunk and the knee locked out but was able to unlock. On (B)(6) 2019 the knee locked out again and this time remained locked. On (B)(6) 2019 the patient went through a revision surgery for removal and replacement of the articular insert.